Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noticed. While loading the 2.50x16mm promus element stent delivery system into the y-connector of an introducer, resistance was encountered. It was noted that the edge of the stent was sharp. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device identified that, a number of distal stent struts were bent back proximally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noticed. While loading the 2.50x16mm promus element stent delivery system into the y-connector of an introducer, resistance was encountered. It was noted that the edge of the stent was sharp. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.